Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The visual inspection of the returned product noted that the anvil was loose and damage was observed on the proximal end and pried from the sides. Additionally, the anvil nose was disengaged from the unit. The sulu was fully fired and the staple pushers were noted to be subflesh from the 3cm to the 1cm cut line. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. When the level handle is unintentionally misaligned by the user and then forced closed it damages the anvil with the lever handle and results in the gap in the anvil nose. Replication of the reported condition may be due to use in tissue thicker than indicated. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total gastrectomy, the first firing was completed with no problem. After the second firing was completed, the surgeon returned the firing knob to back, pushed the cartridge release button and opened the instrument, however the anvil plate was detached from the anvil folk. The surgeon was anxious about the incomplete staple line and manually sutured the line. Replaced by a new device for the third firing, the procedure was completed with no problem. There was tissue damage. Oozing bleeding occurred as a result of the issue.